Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the pins of the inserter are bent, worn and torn as complained. The review of the production history revealed that this instrument was manufactured in april 2011 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings, it is likely that there was a technical complication during use that caused the deformation, e.g. Incorrect alignment of the inserter with the screw). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only a year of birth (1951) was provided by the reporter. Additional product codes for this report include: hwc. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4)- manufacturing date: april 7, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal end wings of a trochanteric fixation nail (tfn) inserter/extractor were bent and could not fit into the femoral neck screw during a surgical procedure on (B)(6) 2015. The surgery was prolonged approximately fifteen (15) minutes. This report is 1 of 1 for (B)(4).